Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The device was monitored for several days. The insulin pump was received with all operating currents within specifications and passed unexpectect restart error test and displacement test. The insulin pump passed self test and off no power test. No unexpected failed battery alarm anomalies and no unexpected low battery alarm anomalies noted.